Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient noticed symptoms of an infection 3 days post miradry treatment. Patient continued to ice the treated areas, take advil, and wash the treated area twice a day. At 7 days post-treatment, the treating physician drained the abscess and prescribed antibiotics.

Manufacturer narrative:
Type of medication: bactrim ds. Culture taken (date unknown) - positive results for staphylococcus aureus. Infection resolved 3 months post-treatment. (B)(4).

Event description:
Patient noticed symptoms of an infection 3 days post miradry treatment. Patient continued to ice the treated areas, take advil, and wash the treated area twice a day. At 7 days post-treatment, the treating physician drained the abscess and prescribed antibiotics. Update: bactrim ds was the antibiotics prescribed. Culture results of the affected area detected the presence of staphylococcus aureus. The infection resolved 3 months post treatment.